Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors might have contributed to the event, including the patient's history of valvular cardiomyopathy and hypertension, as well as her advanced age of 85 years. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 6 years and 1 month post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 valve in the native aortic position, the valve failed. Additional information provided per fcs indicating the patient has been transferred to the intermediate care unit (imc). According to the provided medical records, the valve failure was documented as moderate valvular stenosis and severe regurgitation (central), but a computed tomography from (B)(6) 2025 indicated calcification of the bioprosthetic leaflets with minimal hypo-attenuation leaflet thickening. The patient reported that she was fatigued easily, otherwise asymptomatic. The cardiologist recommended re-do tavr using a double basilica or double shortcut of her valvular leaflets to avoid coronary occlusion with her small annulus. The patient had requested to go home and think about her options over the christmas holiday. It was noted that echocardiography from (B)(6) 2025 revealed moderate-to-severe residual aortic regurgitation (central), aortic valve mean gradient of 54mmhg, and an aortic valve are of 0.7cm^2.

Event description:
Additional information provided per fcs indicating the patient experienced elevated gradients and became symptomatic. At approximately 6 years and 3 months post tavr, the patient underwent a successful valve-in-valve procedure with a 23mm non-edwards valve. During recovery, the patient became symptomatic for a peripheral vessel complication (cold leg, pain, numbness) and was brought back to the catheterization lab where she was found to have a dissection of her right iliac artery, which was then repaired with a stent. The following day, the patient experienced a stroke (confirmed via magnetic resonance imaging) and she is still in the hospital. The patient's family wants her to go to acute rehabilitation and see how she progresses before discussing palliative/goals of care.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from the clinical specialist. Sections b4, g3, g6 and h2 have been updated. Additions to section b5.